Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 424 mg/dl. The customer was not on auto mode at the time of event. Customer declined troubleshooting. The customer treated high blood glucose with insulin pump. The insulin pump will not be returned for analysis.